Event description:
The customer reported to beckman coulter (bec) a leak inside the coulter lh 750 hematology analyzer. The volume of the leak was about 10 ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves, face protection and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to open wounds or mucous membranes. Medical attention was not sought. No erroneous results were generated for this event. There was no death, injury or change to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse found that the customer had already fixed the leak when he arrived on-site. The customer told the fse that the tubing number 204 had popped off port #4 of the blood sampling valve (bsv). The tubing through port 4 of the bsv carries diluent to flush the bsv. The customer had reattached the tubing. The fse verified that the instrument was running without any leaks. The cause of the leak was the tubing number 204 had popped off port #4 of the bsv. (B)(4).